Manufacturer narrative:
(B)(4). This report is for use error - reuse of a single-use product, where the care giver (cg) changed the supply bag during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, the care giver (cg) attached a new supply bag to the homechoice (hc) during therapy in order to replace the empty supply bag. The technical service representative (tsr) advised the cg to end the therapy and either start the therapy over using all new supplies or use manual supplies to finish the therapy. The tsr assisted with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.